Event description:
It was reported that the atrial lead exhibited noise. All atrial lead measurements were stable and in-range. The patient would monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.